Event description:
The customer reported that the remote user interface joystick (rui) was not working. When the motorized movements are completely down, the system would be effectively unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.